Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient "passed out" while getting out of car after driving while wearing the pod longer than 48 hours on the hip/buttocks area. After being passed out for 6 hours, the paramedics and fire department arrived at the scene. Bg levels were measured at 39 mg/dl. Treatment included glucose oral gel (15g) and patient was provided him with 10 tubes of gel (7.5 oz /tube) "to raise bg levels." Patient was not taken to the hospital, rather, contacted his wife to come pick him up. After arriving at home, the patient passed out again, however, refused to have 911 called. Instead, patient self treated by "drinking water" and "eating small things." It should be noted that the patient's reported their pdm as stolen, along with their belongings. A new pdm has been shipped to the customer. It was unclear if the pod in question was removed at the time of incident.